Event description:
A peritoneal dialysis (pd) pt called tech support requesting assistance with a larger than usual drain he received for his most recent treatment. A subsequent review of treatment data provided by the peritoneal dialysis cycler indicated an additional large drain occurred during cycle 3; treatment data provided below: drain 0: 39ml, fill 1: 1706ml, drain 1: 1853ml; fill 2: 1706ml, drain 2: 2360ml; fill 3: 1706ml, drain 3: 1225ml; fill 4: 1706ml, drain 4: 1457ml; fill 5: 1706ml, drain 5: 3225ml; fill 6: 201ml, no last drain. The pt's pd rn was contacted and confirmed that no medical intervention was required during or following this event. The recorded large drain volume exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
Eval codes: a review was performed by the post market clinical department of the treatment data obtained from the peritoneal cycler. A large intra-peritoneal volume drained at drain 5 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned to the MFR for eval and was found to be functioning according to product specs. Eval of the cycler found no device malfunction or failure as reported by the pt that would have caused the iipv event. The cause of the large drain could not be identified.